Event description:
A customer reported that after implanting an intraocular lens (iol) one of the haptics was noted to be fully separated. The hospital had no backup lens available for replacement, therefore, the iol was left in the patient's eye. A second surgery was performed two days after the first procedure to explant the iol and implant another one with the same parameters. In the second procedure the corneal incision was broadened and sutured. The patient did not experience any postoperative consequences.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).